Event description:
The facility representative reported a flo-gard infusion pump with the "safety clamp rigid to the left side". It was not reported when this condition occurred or in which care area this occurred. This condition has the potential to interrupt delivery. The facility representative stated that was no patient involvement, patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump with "safety clamp rigid to the left side" was confirmed and duplicated by baxter service personnel. The root cause was determined to be use/user error with the user not knowing how to remove the set while the safety clamp was in the locked position. The set was removed to resolve the issue. A service history review revealed no previous service events were related to the reported condition. Should additional information be received, a follow-up medwatch will be submitted.